Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead the physician could not find a suitable position. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that the lead was returned. The catheter (B)(4) was also received, but without the dilator. Visual inspection was performed on both products. No anomalies were found on the lead, just tissue is visible on helix. The catheter shaft is slightly kinked at distance 1.3 cm, measured from the hub. Dried blood is visible on the hud and the tip of the catheter. No slitting was observed on the catheter. If information is provided in the future, a supplemental report will be issued.